Event description:
It was reported that a patient was implanted with a dxw225 +25d model intraocular lens (iol). The patient's visual acuity was 4/10 p6 during the post-operative visit on the 14th october and could not be improved. The preoperative visual acuity was 6/10 p3 with correction. The patient has unstable refraction and blurry vision near and far. The surgeon indicated that they had to redo the biometry several times before getting reliable results due to the topography being truncated as a result of the shape of the patient's eyelids. In addition, slit lamp revealed a dry and irregular cornea for both eyes. Due to this reason, the surgeon cancelled the surgery scheduled for the second eye. The lens placed in the first eye remains implanted. No further details were provided.

Manufacturer narrative:
Weight and ethnicity: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted, give date: not applicable, lens remains implanted. Initial reporter : telephone number: (B)(6). The device is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.